Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited broken forceps going through to the distal tip and black water coming out of it. The issue occurred during a colonoscopy. The procedure was completed with an olympus back-up device, and there were no reports of patient harm.